Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that the patient experienced insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information was available.